Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the power supply.the customer was instructed by tech support to call back if the recommended part or test did not correct the failure and if they will return the part.(B)(4).

Event description:
Covidien received information stating that an 840 ventilator generated multiple error messages and then the display went blank. It is unknown if there was patient involvement.